Manufacturer narrative:
The complaint for valve deployed too ventricular position was confirmed with other empirical evidence per the description. No manufacturing or functional non-conformities were found or identified from the imaging evaluation. Available information suggests that the procedural and patient related issues may have contributed to the event. However, a definite root cause could not be determined since no images were provided for review.

Event description:
Edwards received notification of an evoque in tricuspid position where there was challenging anatomy with shallow right atrial height combined with high papillary muscles. The patient was noted to have a 6kg weight loss since screening. Measurements were noted to be smaller than screening but not so much that it would alter the treatment plan per the sizing verification algorithm. Procedurally we attempted to be careful in our exposure of anchors subvalvularly, after left femoral vein access was assured, we would have adequate height for a safe deployment. The deployment sequence continued through full ventricular expansion with careful detail paid to assessing leaflet versus chord in the lateral aspect of the valve. After extensive evaluation with both tee and ice imaging, the leaflet was seen coming over the anchors. Anchor height assessment was performed, and the posterior anchor was noted to be lower than the anterior. The physician advanced the system and the posterior anchor appeared to raise slightly. We proceeded with half atrial expansion, and it was then noted that we had a leak posteriorly and echo assessments looked as if we had possibly lost posterior capture over one anchor. We attempted retraction of the system to attempt to drop the posterior anchor and it did appear lower. The physician attempted to add depth which translated atrially. Discussions were had that at this stage of expansion there was little else we could do to alter the position with jeopardizing capture of the rest of the valve. Hence, the decision was made to release. The valve appeared notably lower posteriorly on fluoro but it was stable. The pvl (paravalvular leak) defect posteriorly was assessed by echo and felt to be significant. The physician decided to intervene with a vascular plug device. A 24mm avp ii vascular plug was deployed adjacent to the implanted evoque valve and the pvl was then reduced. There was some transvalvular tr (tricuspid regurgitation) post procedure, but the frame was also noted to be slightly ovoid in appearance. The physician decided to end the procedure and monitor the patient moving forward. Additional information received from the clinical specialist stated that it was suspected that the anchors interacted with subvalvular anatomy. There was appropriate volume optimization on the day of the procedure. The team did not appreciate any subvalvular interaction on the tee imaging but when we tried to tilt the valve to even out the anterior and posterior anchors there was leak noted on echo. As far the clinical specialist knows, the patient is stable.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.